Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer pfo occluder was selected for implant using an 08f amplatzer torqvue delivery system. During procedure, the occluder did not form well and deformed with a bulbous deformation. There were no interactions with cardiac structures and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient. The occluder was removed and a new 18mm amplatzer pfo occluder was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity was reported and could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.